Event description:
Pt developed cardiac arrhythmia, required defibrillation. Paddles charged up would not discharge on request. Nurse switched to "hands-free" zoll pads and the charge was discharged into the pt. The pt sustained 5-10 second delay in defibrillation.